Manufacturer narrative:
Philips service replaced the hard disk spare part and option shared data monitor dvi to address the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that intermittent boot error 'initializing host' requiring second reboot occurred on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.